Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. It was alleged that there was moisture underneath the display screen and the pump would not power on normally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, there was visible evidence of moisture behind the display lens. Due to the moisture contamination, the pump powered on to a blank display screen with functioning auditory and vibratory features. The battery cap was able to fully secure onto the pump and there was no visible damage observed to the battery compartment. The pump was opened and evidence of moisture was found on all internal components of the pump. The pump could not be exercised for 24 hours due to internal moisture damage and a blank display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.